Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Customer has performed an est and problem persists. Checked fio2 with no o2 connected and it started at 24% and drifting upwards. The customer was advised to replace the external o2 sensor and performing an est to calibrate. The part numbers were provided. No further information and/or updates have been provided on the resolution or disposition of the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer requesting support with o2 alarm issues (low o2 alarm at 100% and high o2 alarm at 40%). There was no patient involvement.